Event description:
Caller alleged imprecision issue with the inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 1.9, 3.5, 1.9, 3.5; the time between testing was fifteen (15) minutes. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover and non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time. The issue will be subject to tracking and trending.